Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident, it was determined that the diversion of controlled substance. A technical support investigated the issue where the system was ignoring rxc segments in a multi-component order. After confirming that all configurations including formulary status, uom consistency, and absence of combo meds ¿ were correct, the tss identified a disabled setting on the test interface that affects multi-part medication removal. Once this setting was enabled, the tss successfully tested the scenario using medids, and confirmed that both components were now correctly processed in a single hl7 message to epic. The customer restarted the host server and confirmed that the messages were crossed over. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, unable to dispensing multi component medication. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, unable to dispensing multi component medication. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.